Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer was experiencing high blood glucose levels. Blood glucose level at the time of the call was 477 mg/dl. By the end of the call, customer's blood glucose level had dropped to 354 mg/dl. No further information was provided.